Event description:
It was reported that insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. The insulation damage caused low pacing impedance and signal artifact/noise. The leads were both explanted and replaced. The patient was stable.